Manufacturer narrative:
The device was not returned for inspection. Complaint conclusion; as reported by the legal department cordis trapease inferior vena cava (ivc) filter was implanted in a patient. About ten months later, the filter was found to have perforated through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death. As a direct and proximate result of these malfunctions, the plaintiff suffered fatal injuries, damages, and untimely death. No additional information is available. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without medical and procedural films for review, the reported perforation through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death could not be confirmed. The cordis trapease permanent vena cava filter is designed as a permanent vena cava filter. Vessel damage is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use (IFU) as such. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. With the information available, the timing and clinical cause for the reported perforation through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death could not be conclusively determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal department in (B)(6), the plaintiff was implanted with a cordis trapease inferior vena cava (ivc) filter. About ten months later, the filter was found to have perforated through the vena cava and adjacent aorta directly and proximately causing internal hemorrhaging and death. As a direct and proximate result of these malfunctions, the patient suffered fatal injuries, damages, and untimely death. No additional information is available.